Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient exchanged the freedom onboard batteries, but the fault alarm did not resolve. The patient subsequently went to the hospital and switched to a backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.